Event description:
It was reported that the pump date was incorrect, cause was unknown. There was no reported impact to customer¿s blood glucose level. During troubleshooting, the customer corrected the date and resumed insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (cracked touchscreen).